Event description:
The product was used during a thoracoscopy procedure. Reportedly, the instrument misfired. The surgeon applied another instrument to complete the procedure, the hospital has reported no pt injury occurred.